Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the "a" channel alarmed e08 when attempting to warm the pt. The user checked the lines for kinks and performed a few power resets of the unit. The alarm would still not clear. User then moved lines to unused "b" channel and completed the case successfully without any adverse consequences to the pt as a result of this event.